Event description:
It was reported that there was an error 1260, front and rear case cracked at the bottom, and both top and bottom labels were damaged. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection was performed, and the customer's problem was duplicated. Found that the microprocessor unit board was inoperable causing alarm message displayed error as well as damaged top/bottom labels. The most probable cause of the issue was a faulty microprocessor unit board and damaged top/bottom labels, which were all replaced in order to fix the issue.